Event description:
It was reported that the ilet user experienced hyperglycemia after breakfast, with elevated blood glucose noted after consuming additional unannounced carbohydrates following an announced meal. The event involved a use issue characterized as an improper or incorrect procedure related to meal announcements and the user interface. Symptoms included hyperglycemia with a peak of 284 mg/dl with reported malaise. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and review and analysis of information provided by the user/third party. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions for timely and accurate meal announcements, with the user interface implicated as the related component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.